Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is experiencing poor performance. Revision surgery is under consideration.

Manufacturer narrative:
Correction: section: a1, a.2, a.3, e.1, e.2, e.3, g.2, b.5, d.5, h.6. Advanced bionics considers this event as non-reportable. This event was reported in error, this device remains implanted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.